Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: not applicable, the lens remains implanted. Section e1 telephone number: (B)(6) section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. ¿ attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent unilateral cataract surgery on the left eye (os) in (B)(6), during which an intraocular lens (iol) was implanted. Since the day after the operation, the patient has experienced "unbearable" symptoms, including blurred vision and an arc resembling a water bubble. The surgeon did not identify any concrete problems and was unable to relieve the patient's symptoms during the post operative visit. Lubricating eye drops were prescribed and visual field testing was performed, but these interventions did not resolve the issue. The surgeon, who is an experienced user of the eyhance lens, noted that this is the first case of such disabling negative dysphotopsia in their practice. The surgeon prescribed orthoptic therapy session. No other intervention was performed and no other issues were reported. No further information was provided.